Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a diagnostic upper endoscopy procedure, part of a non-olympus cleaning brush broke off from the forceps channel of the scope and fell into the stomach. The part of the brush that had fallen was reported to be several millimeters in size and was retrieved endoscopically using grasping forceps. The procedure was prolonged for several minutes to retrieve the device. The examination was completed using the same endoscope. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the cause of the foreign material falling out into the stomach could not be determined, it is possible that the event occurred because the tip of the cleaning brush broke off and remained in the biopsy channel when it was used for the procedure. The root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.